Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to an episode of atrial fibrillation (af) with rapid ventricular response that was detected by the device as ventricular fibrillation (vf). It was noted that the device was withholding therapy due to wavelet, however the device delivered therapy when timeout was met. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.